Event description:
Per the clinic, the patient experienced an infection at the implant site, resulting in exposure of the device. Subsequently, the device was explanted on (B)(6) 2020. The patient was treated with oral antibiotics for a duration of 22 days. Reimplantation is planned, but has not yet occurred at the time of this report.